Manufacturer narrative:
(B)(4).  Physio-control advised the customer that their device is not field serviceable and no longer under warranty.  Physio recommend that the device be permanently removed from service and that a replacement unit be obtained.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powers on automatically when a battery is installed and will not power off when prompted.  As a result, the power source (battery) could be prematurely depleted which may delay, or prevent, defibrillation if it were necessary.  There was no patient use associated with the reported event.